Manufacturer narrative:
(B)(4).

Event description:
The surgeon was unable to insert the extensions into 0-7 port of the deep brain stimulator header. The extension was able to be inserted in the 8-15 port. The problem did not lie with the extension, but rather with the neurostimulator. The setscrew was backed out sufficiently. The port was irrigated. A needle was used to clear the port, but it got stuck at about the same depth the extension was caught. The problem did not resolve. The needle was inserted forcibly into the implantable neurostimulator. A new neurostimulator was opened and the extensions were inserted without problem. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.